Manufacturer narrative:
H3: no conclusion can be drawn as the device was not returned for evalaution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that some of the tiny washers within the device are lost. This resulted in having the x-ray and take the patient to computed tomography scan to confirm there was nothing within the patient. It was reported that they opened one a couple of weeks ago and found another one of the washers in the drill tray, beginning of the case and the procedure was completed with backup device. On followup it was reported that the x-ray needed post surgery and one hour added time. Additional information regarding the event being followed up from the facility.

Event description:
Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis :evaluation determined that customer allegation of ball bearings fell is confirmed. The likely cause of failure is due to the tip of the tube is out of shape. Additionally it was noted that the tube was scratched / dented, distal hole is deformed, and laser markings as well as color bands were illegible and faded. Imdrf codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On further followup it was reported that the issue is with only the footed attachment. Additional information regarding the device return is being followed up from the facility.

Manufacturer narrative:
H3: no conclusion can be drawn as the device was not at returned. Received additional information regarding the product details, hence updated the related information in section d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.